Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to verify the battery out limit alarm due to motor error alarm. All the buttons functioned properly and no moisture damage on the keypad traces noted. The keypad connector was fully locked. No moisture damage under lcd screen or electronic assembly noted. The unit had cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported that there was moisture on the screen of the insulin pump. She also stated the insulin pump was alarming over and over again with a battery out limit alert, which the customer could not clear. The customer's blood glucose was 137 mg/dl. She stated the insulin pump was dropped and exposed to water. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).